Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20-30 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Reportedly, customer attempted to self-treat by drinking juice; however, become unresponsive and the paramedics were called to assist customer with bg level. Paramedics treated the customer with glucagon. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.